Manufacturer narrative:
After further investigation, it was identified that the safety disk and battery was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the record is valid. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6) hospital. The full event site address: (B)(6)

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had battery not working issue. There was no patient injury or harm reported.